Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that pump p1 failed on an aquabplus 1000. The biomed was advised to replace the power switch and reset the pump. Additional information was provided upon follow-up with the biomed. The biomed stated that the aquabplus would not power on. The biomed thinks the aquabplus was in supply mode at the time of the failure, but they were not present when it occurred. The biomed could not verify what alarm codes were displayed. Once the biomed arrived onsite to repair the machine, they noticed that one of the wires going to the stage 2 motor protection switch (mps) was charred, and the mps itself also showed signs of thermal damage. The biomed did not notice a burning smell, and there were no reports of smoke, sparks, or flames. The biomed also said that the thermal overload switch was tripping in stage 2. To resolve the reported issue, the biomed replaced the mps and the wires plugged into the mps. The biomed also replaced the mps in stage 1 as a precaution. However, there was no noticeable damage on the mps in stage 1. The biomed confirmed the motor was spinning in the correct direction after replacing the switches. The biomed was not aware of any blown fuses in the local power supply. It was confirmed there were no power grid issues around the time of the event. The machine was confirmed to be back in service and fully operational. The damaged parts were not available to be returned for evaluation as they were reportedly discarded. No photos of the thermal damage were available for review. There was no direct patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned for physical evaluation. A review of similar complaints was not required. However, the reported event can be confirmed based on the available information. The cause of the thermal damage was bad electrical contact at the motor protection switch (mps). The cable lug connections at the mps overheated from increased contact resistance and there was an increase in thermal energy. The thermal overload switch was overloaded and then it tripped as intended. No photos were available for review. The manufacturer suspects that the old wiring design (with yellow cable lugs) was used, against the manufacturer¿s recommendations. The failure pattern due to the old wiring design is a known issue and is addressed in a CAPA. As a result of the CAPA, a new wiring design was released. Although the mps and wiring were redesigned, they are currently not available on the us market. A review of the machine files was not required as the failure pattern is a known issue. A review of the device history record (DHR) was also not required. Based on the available information, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that pump p1 failed on an aquabplus 1000. The biomed was advised to replace the power switch and reset the pump. Additional information was provided upon follow-up with the biomed. The biomed stated that the aquabplus would not power on. The biomed thinks the aquabplus was in supply mode at the time of the failure, but they were not present when it occurred. The biomed could not verify what alarm codes were displayed. Once the biomed arrived onsite to repair the machine, they noticed that one of the wires going to the stage 2 motor protection switch (mps) was charred, and the mps itself also showed signs of thermal damage. The biomed did not notice a burning smell, and there were no reports of smoke, sparks, or flames. The biomed also said that the thermal overload switch was tripping in stage 2. To resolve the reported issue, the biomed replaced the mps and the wires plugged into the mps. The biomed also replaced the mps in stage 1 as a precaution. However, there was no noticeable damage on the mps in stage 1. The biomed confirmed the motor was spinning in the correct direction after replacing the switches. The biomed was not aware of any blown fuses in the local power supply. It was confirmed there were no power grid issues around the time of the event. The machine was confirmed to be back in service and fully operational. The damaged parts were not available to be returned for evaluation as they were reportedly discarded. No photos of the thermal damage were available for review. There was no direct patient involvement associated with the reported event.